Event description:
It was reported that the patient contacted support after experiencing elevated blood glucose levels since early in the morning. Troubleshooting was completed to determine the source of the issue, and the problem was believed to be related to a faulty infusion set. The patient was away from home with limited supplies but had a spare infusion set available. The patient replaced the existing infusion set; the needle was found to be straight even under applied pressure, and there was no leakage or irritation observed. The patient then completed the remainder of the supply change using the new infusion set. The patient¿s blood glucose levels were affected, reaching a high of 329 mg/dl and remaining outside the 70¿180 mg/dl range for several hours. No back-up therapy was used, no ketone testing was performed, and there were no recent steroid injections. The patient did not receive professional medical intervention or any additional assistance and reported no immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.